Event description:
It was reported that resistance was felt when filling several cartridges during the load sequence. Customer changed all supplies to resolve the issue. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.